Manufacturer narrative:
(B)(4). Eval, results: migration, endoleak. Aortic neck dilatation and short aortic neck. Low placement of the stent graft. Eval, conclusions: disease progression; neck dilatation and angulation. Low placement of the stent graft.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm approximately eight months ago. Vessel morphology at the time of implant was reported that the aortic neck was 23-24 mm in diameter, short at 10 mm, and angulated 45 degrees, with a slight funnel shape. Currently the aortic neck was dilated to 25 -26 mm in diameter. It was reported that a talent bifurcated stent graft was implanted and may have been placed about 5 mm below the lowest renal artery. The pt has been asymptomatic and did not return for any f/ups until the 6 month f/u. The 6 month f/u CT demonstrated a proximal type I endoleak and distal migration of the stent graft were noted at the 6 month f/u; the talent was found to approximately 12 mm below the lowest renal artery. A 28 mm endurant cuff was implanted and the migration and proximal type I endoleak were resolved. No additional clinical sequelae were reported and the pt is fine.